Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 90% stenosed, 38mmx3mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified right coronary artery. A 38x3.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, the stent was disrupted while passing through the previous stents. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage. Proximal stent struts were lifted and pulled back in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip.no other issues were identified during the device analysis. A cd containing 37 series of angiographic media was received. Cis media review was carried out. Multiple previously deployed stents were evident in the rca and a narrowing (appeared to be a total/severe near total occlusion) was noted in the proximal to mid rca. A guidewire was placed in the rca, flow into the distal rca had been improved, with narrowings still evident in the rca. Balloon dilation was carried out in the mid and proximal rca. After these balloon dilations narrowings had been reduced and rca flow improvement was noted. A stent was positioned and deployed in the mid rca. Balloon dilation was carried out in the distal, mid and proximal rca. A stent was then deployed in the proximal rca and post dilated. The guidewire was then removed. The first stent seen appeared to be successfully positioned and deployed in the previously stented rca with no apparent stent damage. The second stent was not seen in position at the lesion but only when being and after being deployed, with no apparent stent damage. As the returned device had a stent crimped on the balloon, neither of these two deployed stents appeared to be the complaint stent. The anatomical location was the rca, the lesion/stent was predilated and 2 stents were deployed. An attempt to position the complaint device and the stent becoming damaged may have occurred in an unrecorded period of time.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 90% stenosed, 38mmx3mm, concentric,de novo target lesion was located in the non-tortuous and non-calcified right coronary artery. A 38x3.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, the stent was disrupted while passing through the previous stents. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.